Manufacturer narrative:
The cause of the noise was unable to be determined at this time. The lead sensitivity was reprogrammed to the least sensitive setting and defibrillation threshold (dft) testing was performed. Adequate sensing and dfts were demonstrated. The patient will continue to be monitored through routine follow-up appointments and remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited noise on the rate/sense channel. The noise was oversensed with resulted in greater than 200 nonsustained ventricular tachycardia (nsvt) episodes and pacing inhibition. It was reported the patient is pacemaker dependent. No adverse patient effects or symptoms were reported.